Manufacturer narrative:
Manufacturer's investigation conclusion: the relevant sections of the device history records for vad-20521 were reviewed and showed no deviations from manufacturing or quality assurance specifications. A direct correlation between the device and the reported event could not be determined through this evaluation. According to the account, there were no reported device issues or malfunctions that could have contributed to the patient outcome. It was reported that the device operated as intended. The device will not be returned for evaluation. The heartmate ii (hmii) left ventricular assist system (lvas) instructions for use (IFU) lists device respiratory failure and multiple organ failures as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported per the vad coordinator, the patient expired due to multi-system organ failure. Per the vad coordinator; patient presented to (B)(6) hospital in (B)(6) with worsening shortness of breath on (B)(6) 2020, went into acute hypoxic respiratory failure requiring oral intubation and was transferred to (B)(6) hospital on (B)(6) 2020 for higher level of care. There were no reported device issues or malfunctions that could have contributed to the patient outcome. It was reported the device operated as intended. The device will not be returned for evaluation.